Event description:
Boston scientific received information that this lead was surgically abandoned because it had fractured. The lead also displayed high pacing impedances, non capture, and a loss of sensing. The lead was surgically abandoned during a normal pulse generator replacement for battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.